Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility because they considered this event was not associated with quality of asahi devices. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As results of lot history records review found no product quality anomaly and the provided information suggested no product problem, it was concluded that this event was not attributed to product quality. Because the information provided was limited and the affected device was not returned, it was unable to identify how the device might have caused or contributed to thrombus formation, and therefore, a possibility of involvement of the device in the event was not completely ruled out. No CAPA will be taken. Instructions for use (IFU) states: [malfunctions and adverse effects]. ~ thrombus.

Event description:
Around 11pm, (B)(6) 2022. The patient having acute myocardial infarction was transferred and percutaneous coronary intervention was performed with intra-aortic balloon pumping (iabp). There were total occlusion in the right coronary artery (rca) and left circumflex artery (lcx) and severe stenosis in the left anterior descending artery (lad). It was confirmed that the patient was having acute coronary syndrome (acs). Thrombus aspiration was performed against the lesion in the lad. After intravascular ultrasound (ivus) confirmation, balloon dilation was performed and 3.5x23mm and 3.0x33mm drug eluting stents (des) were deployed at segments #6 and #7. Post-dilation was performed at segment #6. Treatment for lcx was then performed. There were two lesions in the lcx. One lesion was located at segment #13, calcified total occlusion, approximately 35mm long with the vessel diameter of 2.5mm. The other lesion was at segment #11, heavily calcified total occlusion, approximately 10mm long with the vessel diameter of 2.75mm. A guide catheter and an asahi sion blue guide wire were inserted. Pre-dilation was performed. Two dess were deployed in the lcx: 2.5x38mm at #13 and 2.75x12mm at #11. Angiogram confirmed the stents were well expanded and the procedure was completed. The patient was sent to the cardiac care unit. Around 9 am, (B)(6) 2022 (8 hours after the procedure) sudden changes in patient conditions occurred and cardiac arrest occurred. Acute angiography confirmed that both lad and lcx were occluded from the ostium due to thrombosis. Balloon angioplasty was performed with iabp; however, the patient was expired due to hypotension. The physician commented that the patient was under dual antiplatelet therapy and stent expansion was sufficient thus the cause of thrombosis was unclear.